Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 242188 on (B)(6) 2019, and no non-conformance's related to the reported complaint condition were identified. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 53-year-old caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis and left sided deflation was confirmed post procedure. Upon receipt by mentor the device returned without fluid. Orange and red material was observed within the device. Black, red, and orange material was observed on the shell surface. The mentor product analysis lab discovered three rents measuring between 1.0 and 0.4 cm, all located on the posterior aspect within an area of siltex cracking. Rent a with had a line of shell wear. Several lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the black, orange and red material found on the device. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 325cc saline prosthesis, catalog #3542650, lot #242188. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis and left sided deflation was confirmed post procedure. As a result, the device was explanted on (B)(6) 2019.